Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump dispensed insulin during the load step. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/28/2016 with the following findings: the review of the black box data showed multiple eaw 163 (cartridge not detected) warnings. Load step malfunction was not duplicated during the actual investigation. A force sensor calibration check was performed and passed, indicating that the sensor if detecting correct applied load. The pump was opened up and no evidence of physical damage was found on the force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.